Event description:
A malfunction alarm identified as malf 12 was reported, and no notable events occurred prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating the levels were within an acceptable range. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred, which the customer understood and acknowledged.